Event description:
Patent was receiving etoposide chemotherapy via IV tubing attached to a spinning spiros red cap. The red cap disconnected from the IV catheter while the patient was in bed reading a book. Patient denies moving or interfering with the IV tubing. This caused a chemotherapy spill because the chemotherapy leaked onto the floor. The chemo continued to drip until the pump was turned off. The purpose of the chemotherapy red caps is if they are disconnected it prevents dripping from the catheter. A chemo spill kit was used and the small spill was cleaned up properly. The patient then received the rest of the chemotherapy without incident with a new red chemo cap. Pharmacy aware; no further action.